Manufacturer narrative:
The insulin pump was received with error alarms due to faulty component on the mother board. The memory loss was due to the error alarms. The insulin pump passed the lead screw and high pressure tests. No time/clock anomaly was noted.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with vomiting and a blood glucose reading of 380 mg/dl. Troubleshooting was performed, and the time was not correct. All other programming was correct. The customer also stated that she has to program the insulin pump every time she changes the battery due to error alarms. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised that the insulin pump would be replaced due to the repeated error alarms. Nothing further was reported.